Event description:
The resident is allegedly sliding off the air mattress and falling out of the bed. The nursing home will not allow this resident to use bed rails. This has allegedly happenen twice. Serious injury is alleged and includes a broken nose and shoulder.